Event description:
It was reported the patient had no stimulation sensation. It was reported it started yesterday. The patient had stimulation off and was sitting at a table and stood up to stretch and it hurt, but he thought it was due to how he had been sitting. The following day, the patient was sitting in the car and felt stimulation in left leg only. He thought it was turned off so he checked and found stimulation was on. It was noted, today, the patient cannot feel stimulation at all no matter how he changed positions, unless he bends a certain way, then he gets a jolt. It was reported the patient thinks the lead may have moved. It was reported the patient had impedance testing performed. At 3 v, all contacts were showing greater than 40,000. It was reported that impedance testing found at 3 v, all contacts were greater than 40,000 except for the following: (B)(4). It was further reported the patient initially felt discomfort when stretching. It was noted the patient had shut the device off sunday night and did not turn it on until monday when he noticed that there was no stimulation sensation being felt. It was reported the patient put himself into strange positions and felt weird stimulation that would last for only a couple of seconds. They were able to reprogram the patient using the 7, 8, and 14 contact, and the patient felt stimulation in these areas but it was not ideal. It was noted when the patient felt stimulation, it was in the same area he normal felt it in. It was reported the patient had x-rays performed but results were not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4)

Event description:
It was later reported on (B)(6) 2014 that the patient was doing well. The patient was seen last week and was getting good coverage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received effective stimulation and they had a post-op appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Device analysis for lead va03pgu003 revealed the lead body was broken at the injex anchor site. All the conductors were broken 28.5cm from the distal end. Device analysis for lead va07k9x010 revealed the lead body was broken at the injex anchor site. All the conductors were broken 27.0cm from the distal end. Device analysis for both anchors revealed no anomaly found.

Event description:
It was later reported on (B)(6) 2014 that the patient experienced a loss of therapeutic effect and loss of stimulation. The patient had less than 50% therapy relief in the pain pattern areas. The leads were fractured at the injex anchor sites. On x-ray it appeared the leads had been rubbing against internal hardware from a previous lumbar fusion. The leads were replaced and the device was reprogrammed. The patient¿s status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).